Event description:
On (B) (6) 2008, the patient reported that she removed the insulin cartridge from the infusion device and the plunger became stuck to the piston rod. She stated that a small amount of insulin spilled into the cartridge compartment. She was instructed how to remove the plunger from the piston rod and she dried the cartridge compartment with a cotton swab. She was educated on the proper procedure for removing the insulin cartridge from the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.